Manufacturer narrative:
H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device wasdiscarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system continu-flo solution set leaked from 'top-most' y-site closest to the drip chamber. The issue was further described as, the leak stopped after connecting an unspecified needleless connector at the y-site. This occurred during priming, prior to patient use. There was no patient involvement. No additional information is available.